Event description:
It was reported that during tightening the prosthesis over implant at 30 ncm with ratchet the tip of the drivers fractured. Procedure completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products. Zfx02hld28, gentek hexalobular screwdriver, 28 mm lot unknown x 2. H4: device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zfx received one (1) item zfx02hld28. Visual evaluation was performed. Visual evaluation: the screwdriver has a broken tip. The driver without the tip is send to zfx. The screwdriver has damages and scratches from use. The screwdriver has been strengthened by often use and/or high torque values, the breakage area shows signes of torsion and a sudden breakage type. The top from screwdriver is corrodet around the lasered letters. Based on the investigation and risk management file rmf, the most likely root cause determined from the investigation was sudden breakage after overtorqing of the screwdriver. Therefore, based on the available information, a device malfunction did occur. The screwdriver is broken. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.